Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 13-aug-2024 and forwarded to (B)(6), llc on 14-aug-2024. The patient reported both pumps alarmed for not being connected to the remote and troubleshooting was unsuccessful. The patient went to the hospital and was admitted to receive IV remodulin treatment. While on IV remodulin, the patient had their dose decreased and was placed on supplemental o2 due to experiencing hypotension, tremors, fatigue and lower extremity edema. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.